Event description:
It was reported by a nurse that a vns patient experienced a worsening in seizures and will be undergoing generator replacement surgery as the current generator is nearing end of life. At the moment the cause for the increase in seizures is unknown and the relationship to vns therapy remains unknown as well. Good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the vns patient underwent surgery on (B)(6) 2012.

Event description:
Additional information was received on (B)(6) 2012, with the patient's product information. On (B)(6) 2012, it was discovered that the patient underwent generator replacement. Per the site, the device is not available for return to the manufacturer for product analysis.

Event description:
Additional information was received from the treating nurse indicating the current diagnostics were within normal limits and near end of service flag was "yes". The reported increase in seizures was reported to be back to pre-vns frequency and duration. The nurse also indicated the gradual increase in seizure activity coincided with device gradual decline function, meaning the near en of service flag appearing.

Manufacturer narrative:
Date of event, corrected data: initial report inadvertently listed incorrect event date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If explanted give date; corrected data: additional information was received which changes the explant date originally reported on supplemental report #2.

Manufacturer narrative:
Serial #, lot #, expiration date; if implanted give date; device manufacture date; corrected data: information regarding the device implant was received on (B)(6) 2012. This information should have been provided on supplemental report #1. Describe event or problem: if explanted give date; corrected data: information regarding the device being explanted and not available for return to the manufacturer was received on (B)(4) 2012. An MDR should have been submitted to report this information.